Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient had a fracture of distal tibia secondary to a fall and the tibia has subsided anteriorly. Allegedly, the patient may need to undergo a revision surgery.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: the tibial implant is relatively large to accommodate good antero-posterior fit, albeit resulting in a relatively narrow remnant of medial tibial bone. There is large cyst formation at the anterior aspect of the tibia, adjacent to the subsided tibial component. There is some overhang of the tibial component posterolateral due to the narrow shape of the tibia (as was the case in the planning report of the index surgery). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient had a fracture of distal tibia secondary to a fall and the tibia has subsided anteriorly. Allegedly, the patient may need to undergo a revision surgery.